Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported ischemia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Event description:
An impella cp was placed via the femoral artery access to support a 44 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was also supported by ECMO. The cp pump was placed in the right leg and the ECMO circuit in the left leg. After 2 days of support the cp limb became ischemic. The pulses had been lost and could not be found on doppler. Of note the patient was on multiple vasopressors and was in severe shock. After 6 days of support the patient expired when care was withdrawn. Limb ischemia is a known risk associated with impella support as described in the instructions for use. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.